Event description:
Patient reported right side "pain" "breast is hardened, uncomfortable", and "grade IV capsular contracture". The following reported event have been deemed not related to the device: "patient cannot raise the arms"; "shortness of breath, headache and spots on the body." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.